Manufacturer narrative:
The pump was monitored for four hours. The pump passed the displacement, self test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump was programmed with multiple bolus deliveries and monitored. All boluses delivered completely their indicated amounts and were properly recorded in the bolus history screen. No alarms or interrupted boluses were noted during testing. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported that after the insulin pump alarmed communication error, insulin delivery was interrupted. The alarm persisted after changing the infusion set. Customer's blood glucose level was 8.6 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.